Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used as a release suture. It was intended to be released 24 - 48 hrs post operatively. The suture came undone prematurely. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.